Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 5-8 needs to be configured. A product support engineer (pse) investigated and addressed to resolve the issue by planning a full restage of the double-tower configuration, required action from the customer, customer support center (csc), and the onsite field service engineer (fse); this involved first inventorying and reporting all tower storage spaces, capturing screenshots of the original door-pocket configuration, and unloading all tower storage spaces according to knowledge article (ka) "manually unloading storage spaces: es 1.6.x-1.11.x" to reset the eight parent storage spaces. After device synchronization confirmed all door pockets were set to zero, the fse powered down the device, disconnected the double towers, rebooted the device, and deleted the tower configuration before reconnecting the towers, which then appeared as two single towers. The left tower was then configured by validating door functionality, naming it left, joining it with the unconfigured tower, assigning the cabinet name medsurg_tower, and restoring the original door-pocket values from the earlier documentation. After completing all steps, user loaded door 5 to verify functionality and confirmed that all tower doors were operating correctly. The system functioned as intended after product support engineer assisted technical support specialist in troubleshooting the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower user informed after upgrade tower doors 1-4 work normally, however, doors 5-8 failed. However, there were no delays or adverse events or injuries reported based on this event.